Event description:
Information received indicates the leg extension moved unintentionally.

Manufacturer narrative:
The facilities maintenance has not returned hill-rom's attempts to determine the resolution.